Event description:
A malfunction alarm was reported by a customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump. After this intervention, the malfunction did not recur, and the customer was informed they could continue using the pump.